Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number involved. Was there any additional tissue damage as a result of searching for the needle? Do you have any photos of the broken needle or x-ray results? Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Are there any plans to remove the needle? If yes, please indicate date. Has there been any additional medical or surgical intervention performed? Is there any adverse patient outcome? Update to patient current condition. Are any samples of the same product code and lot number available for analysis? What in the physicians opinion are the factors contributing to the event? Any additional information.

Event description:
It was reported via user facility report (B)(4) that the patient underwent removal or hardware of the ankle procedure on (B)(6) 2017 and suture was used. While the patient was still under sedation it was noted that the suture needle that was used to close the incision had a fractured tip. An x-ray was completed and noted a 0.4 mm metallic object within the soft tissue of the incision. The incision was re-opened to retrieve the broken needle tip. The needle tip was unable to be located and the surgeon felt that is would be less harmful to leave the needle tip in than to continue to search for it. The incision was closed and the patient awakened from surgery without difficulty. There was no harm to the patient. There were no patient consequences reported.

Manufacturer narrative:
Pc(B)(4). Additional information was requested and the following was obtained: 1. Product code and lot number involved- not available 2. Was there any additional tissue damage as a result of searching for the needle? No 3. Do you have any photos of the broken needle or x-ray results? No 4. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Unsure 5. Are there any plans to remove the needle? If yes, please indicate date 6. Has there been any additional medical or surgical intervention performed? No further plans other than what has already occurred. 7. Is there any adverse patient outcome? No 8. Update to patient current condition patient is doing well. 9. Are any samples of the same product code and lot number available for analysis? No 10. What in the physicians opinion are the factors contributing to the event? No opinions 11. Any additional information none.